Event description:
A nurse filling the pump at the patient¿s home thought they did a pocket fill on the patient. The managing physician was notified. The patient required hospitalization. The nurses were in-service prior to going out to the home, and they had filled the pump before. The nurse was called back and the patient was noted to be doing fine. The patient was talking, and they were not sedated at the time of the call. The nurse indicated they aspirated approximately 10 ml of fluid from subcutaneous tissue. The ambulance had been called. The patient¿s status at the time of the report was alive with no injury. It was later noted that the doctor ordered the patient¿s pump to be at minimum rate. The patient was in the ER and on a narcan drip. They were alert and oriented. The medications infused were morphine and baclofen. On (B)(6) 2013 it was later reported that the hospice nurse had stated morphine, but the patient¿s pump actually had compounded dilaudid, bupivacaine, and baclofen. On (B)(6) 2013 it was later reported that the doctor put the patient on 0.5 mg/day and the patient was going home. The patient was doing very well. On (B)(6) 2013 patient¿s pump was noted to have been filled last wednesday at their healthcare provider¿s office. On (B)(6) 2013 the representative reported that the patient had had sedation in the ER, and per the physician¿s orders the nurse updated the pump to minimum rate while the patient was in the hospital. The nurse since filled the pump on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n148867, implanted: (B)(6) 2009, product type: accessory. (B)(4).